Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after successful implantation of a bifurcated device and infrarenal aortic extension, the patient¿s blood pressure dropped. An angiogram was performed and a rupture in the right external iliac was identified. The physician elected to convert to an open repair. Reportedly, during conversion the physician noted that the arteries were very thin and fragile. During explantation of devices it was identified that a piece of guide wire was in the aorta. The patient was administered blood transfusion. It was reported that the patient tolerated the procedure and is doing well. It was reported on (B)(6) 2013 that the patient has expired. Cause of death and date is unknown.